Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems: bladder problems") and urinary tract disorder ("bladder/urinary problems: urinary tract disorder"). The patient was treated with surgery ((hysterectomy full)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, bladder disorder and urinary tract disorder outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Received treatment for: pelvic/abdominal, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event injury was updated and new events: pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder problems. Urinary problems were added. Case becomes valid. New reporters, plaintiffs information were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.